Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in the main drawer 5 failed. The field service engineer found that the retractor band was broken in the back panel and replaced the retractor band to resolve the issue. The fse tested and verified that the customer was able to inventory the device successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had 1, 3 drawers failed and it was jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.